Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated. Visual inspection revealed procedural debris in the active tip. There were no indications of burning/melting at the tip. Saline residue was found in the suction tube. The device was connected to a test generator and all correct defaults were displayed. Using a test footswitch the electrode was tested in cut and coag modes. Each mode was tested 5 separate times with each test lasting 10 seconds. The device functioned as intended in both modes. During testing the device remained at a constant temperature. No indication of overheating was present. The reported issue cannot be confirmed. The root cause could not be determined as the issue was not confirmed. Furthermore, no lot numbers were provided which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: null. Device history batch: null. Device history review: null. UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported that the handpiece overheat at the beginning of use. No patient consequences. No more information to provide.